Event description:
It was reported that the user experienced a low glucose event while using the system, with a fingerstick reading of 60 mg/dl and a concurrent pump sensor reading of 48 mg/dl; the user treated with orange juice and glucose tablets, then observed sensor values rise to 79 mg/dl before a subsequent sensor alarm showed 69 mg/dl while a confirmatory fingerstick measured 172 mg/dl, after which calibration was advised. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and continued monitoring without medical intervention. Investigation included agent-led troubleshooting and user-performed calibration to address sensor-to-fingerstick discordance. Investigation of this case revealed a discrepancy between sensor and fingerstick measurements consistent with transient sensor inaccuracy that improved with calibration, with no device component failure confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.